Event description:
The patient visited the clinic 2.5 weeks ago to have her stimulation turned down, and since her visit, the patient was getting shocked about every 30 seconds. Subsequent information received reported that when the patient had gone to the doctor's office the "fellow" accidently turned her device off and then back on. Since then, she felt these undesirable shock-like contractions that were starting to create pain into the tissue. The patient was recently at the doctors, but they did not find anything wrong. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient visited her physician's clinic 2.5 weeks prior to the date of this report; the patient visited to have her stimulation lowered, because she experienced shocks about every 30 seconds. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial#: (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID: 435135, serial#: (B)(4), implanted: (B)(6) 2007. Product type: lead. (B)(4).